Event description:
It was reported through a legal event that a 49 year old male patient had hernia repair surgery on or about (B)(6) 2018. During the hernia repair surgery, the surgeon implanted a strattice mesh. The catalogue number is 1016002 and the lot number is sp100564075. After surgery, the patient returned to the hospital on (B)(6) 2020, and underwent surgery for hernia repair and a small bowel obstruction. The surgeon implanted more strattice mesh. After surgery, the patient underwent several additional revision surgeries between (B)(6) 2020, and (B)(6) 2021. Additional strattice was placed. This record is associated with the device implanted on (B)(6) 2020. Lot unknown. Although it indicates a third mesh was placed, the record did not provide an implant date and there are no reported occurrences after this place was placed therefore a third complaint record will not be opened.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.